Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) channel. Technical services (ts) was asked to review the episodes of noise. Ts reviewed the episodes and noted the noise was oversensed and resulted in greater than 2 seconds of pacing inhibition for this pacemaker dependant patient. The patient was also noted to be in atrial fibrillation. Ts discussed possible diaphragmatic oversensing. They advised performing troubleshooting, and discussed programming options. No adverse patient effects were reported. Additional information was provided that the patient was brought to the clinic and the noise was unable to be reproduced with isometrics, bearing down, coughing, or pocket manipulation. It was noted that the noise episodes appeared to correlate with the patient getting himself out of bed and from the bed to a wheelchair. The sensitivity was reprogrammed and the patient will continue to be monitored.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.